Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted and/or used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2003 the patient was pre-operatively diagnosed with low back pain with degenerative disc disease at l4-l5 and underwent the following procedure, anterior lumbar interbody fusion l4-l5, l4-l5 discectomy, anterior retroperitoneal approach, use of interbody spacer, used of femoral allograft graft bone, placement of bone morphogenic protein within the femoral ring allograft. As per op-notes, ¿13 mm femoral ring then was selected. A 15 mm allograft ring then was placed verified by fluoroscopy to be in adequate position.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior lumbar interbody fusion at l4-5, l4-5 diskectomy, anterior retroperitoneal approach, using interbody spacer, femoral allograft and placement of rhbmp-2/acs within the femoral ring. Reportedly, sometime post-operatively, imaging studies showed that the patient had developed uncontrolled bone growth and nerve compression at or near the implant site. The patient experiences chronic pain and radiculitis.